Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert, no failed battery test alarm, no weak battery alarm and no blank display anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display without any warning. Troubleshooting was performed. Customer blood glucose reading was 106 mg/dl. Customer insulin pump had low battery, battery did not last more than a week. The battery was not rechargeable. Customer performed rewind every time infusion set need to be changed. Customer also reported weak battery alarm. Customer changed battery but the issue reoccurred. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.